Event description:
It was reported that the right ventricular (rv) lead has amplitude issues as it went from 10.4mv to 1.0mv, lead was also presenting loss of capture and a lead perforation is suspected. The lead was successfully repositioned. No adverse patient effects were reported.